Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grasping of leaflets was difficult. To facilitate grasping of the leaflets, apnea was induced. This maneuver was unable to help. As a result, the clip was switched to xtw clip. The clip was deployed successfully. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.